Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me2850, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What did you mean by "split."? Please clarify- did the suture break post-op? Was there any dehiscence noticed? How was the patient treated for infection and split? Was any prescribed medication / antibiotics given to patient post-op? Was any re-operation/re-suturing/ revision surgery done on patient post-op initial procedure?

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. It was reported incision infected and split 3 days after c-section. Alcohol was used to treat for incision and the patient condition changed to better. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: h6 patient codes additional information was requested and the following was obtained: procedure name? C-section what did you mean by "split."? Please clarify- the wound is dehiscence and not healing well did the suture break post-op? Maybe was there any dehiscence noticed? Yes how was the patient treated for infection and split? Was any prescribed medication / antibiotics given to patient post-op? Alcohol was treated was any re-operation/re-suturing/ revision surgery done on patient post-op initial procedure? Unknown